Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Test strips lot number unknown; the patient no longer has the strips.

Event description:
Unable to speak with the patient/layperson, as she will be out of town, this senior medical affairs specialist reviewed the customer care advocate's (cca's) documentation. In early 2009, the patient informed the cca that she was unable to code her onetouch ultra meter fifteen days prior because it powered off after reaching code 41. The patient reportedly increased her dose of medication (type and name not provided) although she informed the cca that her diabetes management is diet, exercise, and once a day testing. The next day, when the patient reportedly was lethargic, nauseated, and had ringing in her ears, she consumed 10 mg of glucose tablets between 10:30 and 11 a.m. Because the alleged power issue was not resolved, the cca replaced the meter. Because the patient alleged that she was unable to obtain an actionable result and later self treated with glucose, the complaint is reported.